Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery would not communicate. Upon service investigation, the battery was found to have a low output voltage of 1.88v. The cause for the inability to communicate is the low output voltage. The root cause for the low output voltage is currently underway at the supplier, itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate. The last pt to use this battery pack did not report any deficiencies.